Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. Initial reporter not known at the time of reporting. (B)(4). The manufacturer representative (rep) tested the emitter box on another system and it worked without issue. The rep was going to swap the internal cables to see if the issue follows the cable. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that after powering on the system the emitter details showed localizer not connected and a communication error with the emitter box. The emitter box was displaying a status of 8. The site reseated all cables and rebooted the system with no change. The site used a different navigation system for the case. There was less than an hour delay in the case. No impact on patient outcome.